Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, adhesions, abscess, wound seroma, fluid collection, draining, sinus tract, purulent material, recurrence, and inflammatory response. Post-operative patient treatment included revision surgery, wound packed open, excision of tissues, lysis of adhesions, hernia repair with new mesh, ostomy defect closed primarily, and incision/drainage.